Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia and irritable bowel syndrome. Concurrent conditions included uterine bleeding and chronic cervicitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal,heavy menstrual bleeding / prolonged menses"), dyspareunia ("pain during intercourse") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2016, 3 years 9 months after insertion of essure, the patient experienced abdominal distension ("bloating"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), migraine ("migraines,"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), headache ("migraines / headaches"), pelvic pain ("pain"), fatigue ("fatigue"), inflammation ("inflammation"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem"), urinary tract disorder ("uriary tract disorder"), urinary tract infection ("uti") and vaginal infection ("vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, abdominal distension and procedural pain was resolving, the genital haemorrhage, vaginal haemorrhage, headache, pelvic pain, fatigue, inflammation, abdominal pain, bladder disorder, urinary tract disorder, vaginal infection and depression had resolved and the urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, inflammation, menorrhagia, migraine, pelvic pain, procedural pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: mr-there were 0 rings visible on the left side and one ring visible on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirming full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events abnormal bleeding, vaginal bleeding, depression, migraines , headaches, pelvic pain, inflammation nos are added. Uti, urinary problem, vaginal infection, bladder problem are added. Historical drugs are added. Product, patient & reporter information updated. On(B)(6) 2018: reporter, concomittant condition added from medical record. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal,heavy menstrual bleeding / prolonged menses"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines,"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), abdominal distension ("bloating") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (on (B)(6)2016, plaintiff underwent a hysterectomy with bilateral salpingectomy to remove the essure). Essure was removed on (B)(6)2016. At the time of the report, the abdominal pain lower, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge, abdominal distension and procedural pain was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia, migraine, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: confirming full occlusion of fallopian tubes company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.